Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e (initial reporter facility name): affiliated hospital of (B)(6). Block h6: imdrf device code a0401 captures the reportable event of needle knife broken.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the duodenal papilla during a transduodenal oddi's sphincteroplasty procedure performed on (B)(6) 2024. During the procedure, the cutting needle of the microknife xl broke on the second attempt of cutting. It was reported that no part of the cutting needle detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.